Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device was returned with normal output and telemetry communication. Analysis of the device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The cause of the premature battery depletion was isolated to the high current drain caused by firmware anomaly.

Event description:
It was reported that the patient presented in clinic follow-up. Interrogation noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2024. There were no patient consequences.